Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the investigation results and past findings, reasonably known information suggests potential causes are likely due to an electrical/electronic component problem failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the videoscope had an image blackout. The issue was observed during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment full name: (B)(6). E1 - full address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.